Event description:
It was reported the device was used during a laparoscopic bilateral salpingo-oophorectomy procedure. It was reported the jaw of the tsw35 would not open after the second firing. The jaw had to manually be opened using. Graspers. When the surgeon placed the jaws across the tissue he attempted to close the device and a loud cracking sound was heard. The surgeon removed the device and used another atw35 to complete the procedure. There was no consequence to the patient.